Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to water. The customer was at a swimming lesson and jumped into the pool wearing the device and it was submerged for at least one o two minutes. The battery was removed and reinserted it and a failed battery test alarm occurred. It was stated that the insulin pump is taking longer than usual to finish the self test and the customer cannot hear the tone test. Blood glucose value is 7.9 mmol/l. Nothing further reported.